Event description:
Additional information was received from the consumer and it was reported that a change in daily activities led to the inability to charge the ins.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient noticed 3rd or 4th week of (B)(6), the controller showed looking for device and he was unable to charge his ins. Patient stated he talked to a rep and they tried to do a thing or two. The patient reported they held it right against the implant, patient took the battery out and put it back in but she told the patient to call pats. Patient let it die completely now it did not matter what patient did she could not find the device. Patient stated he let it die. Patient stated it had been dead quite a while now, probably 5-6 weeks for sure. Patient stated before this happened he used to charge every other day but ended up with quarantine for very sick family members who had covid-19 and recharging was not a priority at the time. Reviewed brief information about pmr. Patient hooked up with the belt, initially after starting he got the screen that stated : position the recharger where you get the highest number and wait 10 minutes. Patient stated his numbers were: 97 97 97 then went to checking recharge quality/ then back to position the recharger and patient had: 96, 96, 97 . Patient then stated they were getting recharging excellent. Reason for the call was resolved during the call.